Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Health care provider reported patient has an implantable neurostimulator (ins) implanted on the right hip and "has been malfunctioning." Caller has no additional information. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for fecal incontinence and gastrointestinal/ pelvic floor.